Event description:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) can't turn on sometimes. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked and found the power supply charger w/o ext dc inpt is broken so the fse replaced the power supply charger w/o ext dc inpt to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer.